Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported the patient's right hip was revised due to the trunnion breaking off a bit beyond the end of the femoral head (side closest to stem). Intra-operatively, the following were noted: trunnion wear, metallosis, pseudotumor, liner discoloration. The stem, head and liner were revised to a competitor stem and head with an elevated rim liner. Rep provided the revision usage sheet and confirmed that no further information will be released by the hospital or surgeon.